Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed downstream occlusion and won't calibrate. No adverse effects reported.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion) sensor seal had a bubble. The customer stated problem was not duplicated, could not repeat customer stated problem during testing. No faults found with the device. The dso was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.